Event description:
It was reported that the customer experienced a blood glucose (bg) level of 675 mg/dl. It was reported that an unspecified malfunction alarm occurred. Additionally, customer was using lantus for insulin therapy. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2022. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.